Event description:
Went from dexcom g7 10 day to 15 day. I have reactive hyper and hypoglycemia. The dexcom 10 day worked ok would have occasional problems. I am on my 2nd 15 day and every time I eat the sensor has a "brief loss of signal " once my glucose hits over 200. This last for at least 1 hour. Till it starts reading again I am in severe hypoglycemia with my glucose below 69 sometimes below 40. I never had this issue with the 10 day. Contacted dexcom they just send a new sensor.